Event description:
It was reported that when the merlin programmer interrogated the ICD, it detected some erroneous parameter. The message showed the option to program nominal settings. When the nominal settings button was pressed, the interrogation could be completed. The ICD was reprogrammed. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.